Manufacturer narrative:
(B)(4). Event description continued: due to the appearance, the physician felt that a portion of the balloon had separated upon removal and remained in the patient anatomy. Attempts were made to retrieve any separated segments, but none were retrieved. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided. Concomitant products: guide wire: cougar; inflation: indeflator, 30 cc syringe; guide catheter: 6 french boston scientific runway left coronary bypass. Evaluation summary: the complaint device was returned and analyzed. The deflation difficulty could not be verified due to the devices damaged condition. The probable cause(s) of the watermelon seeding and deflation difficulty could not be determined. The reported balloon partial detachment could not be confirmed on the returned device. The observed catheter damage on the returned device occurred during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed and the return analysis, there is no indication of a product deficiency.

Event description:
It was reported that the 3.5 x 15 mm trek dilatation catheter was prepped per instructions for use. The device was advanced into the patient anatomy to treat a target lesion in the saphenous vein graft to the obtuse marginal artery. No resistance was noted upon advancing. Using an indeflator, the balloon was inflated at the target site; however, the balloon watermelon-seeded proximally. The balloon was deflated to reposition and difficulty was noted. The balloon was able to be deflated just enough to reposition at the target site. The balloon was re-inflated a second time to 8 atmospheres for 8 seconds. Negative pressure was pulled and the balloon would not deflate. The indeflator remained attached and a 30 cc syringe was attached to the side arm of the stopcock. Negative pressure was pulled; however, the balloon was still unable to be deflated. At this time, the patient's blood pressure began to decrease and the physician pulled the dilatation catheter out of the anatomy with the balloon still inflated. There were no adverse patient effects due to the removal of the inflated device and the patient's blood pressure began to return to baseline. A 3.5 x 20 mm non-abbott stent was then implanted, and it was noted that the patient's blood pressure began to decrease as the balloon of the stent delivery system was inflated. When the non-abbott stent delivery system was removed, the patient's blood pressure began to return to baseline again. After the trek dilatation catheter was removed, the physician examined the device.